Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a nanocross device with a spider fx and non-mdt inflation device for the treatment of a severely calcified lesion in the mid-left superficial femoral artery (sfa). The lesion was reported to exhibit 50% stenosis and the vessel was reported to be slightly tortuous. The device was prepped as per IFU without issue. Contrast and heparinized saline solution was used for inflation. The device did not pass through a previously deployed stent and there was resistance experienced during advancement of the device. It was reported that following the first inflation of the device to 10 atm a pin hole burst was observed. The balloon did not fragment and was reported to have been retrieved successfully. Another nanocross was used to complete the procedure without further issue. No patient injury was reported.